Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported in 2008, pt's first implant had to be revised in emergency surgery due the location and lack of pt's body mass. The location made it difficult to wear clothing around the area and wires (leads) wound up breaking and shocking pt (ins was located in abdomen). Caller also mentioned pt's controller had started acting up (stopping and starting functioning) back during that time as well and they had a prior controller replacement because of it. Agent documented reported information. Caller noted the patient was 98 pounds and that the doctor said the patient did not have any place to stick the battery in typical implant sites.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: neu ptm prog, product type: 0201-programmer patient. Other medical products in use during the event include: product ID: 3708140 (serial: (B)(6), product type: 0191-extension, implant date: (B)(6) 2008. Product ID: 3708140 (serial: (B)(6), product type: 0191-extension, implant date: (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.